Event description:
It was reported that a patient was told her first implantable neurostimulator (ins) would last 7 years but it only lasted 4. It was stated that when the ins battery was depleted she had to have emergency surgery to have the ins replaced. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3998cws, lot# n26491, implanted: (B)(6) 2003. Product type: lead. (B)(4).